Event description:
On (B)(6) 2014, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral component (rmt281418/11830308) and a contralateral leg component (plc201400/11575856) were implanted as planned. Final angiography revealed extravasation of contrast on the right side from a dissection at the common iliac/hypogastric artery bifurcation. The physician indicated that the cause of the patient¿s dissection during the procedure was unknown. It was also unknown whether the dissection occurred before or after the devices were deployed. The patient had no reported tortuosity, calcification, or other anatomical issues. According to report, the patient experienced a rapid decrease in blood pressure. The patient was transfused with two units of blood, and an additional contralateral leg component was implanted to treat the ruptured artery. The patient¿s blood pressure shortly returned to normal, and the procedure was concluded without any further reported complications. The patient was then transported from the procedure room to ICU. It was reported the patient was unable to fully recover from the procedure. The patient reportedly suffered brain hypoxia, and then expired.

Manufacturer narrative:
A review of the manufacturing paperwork verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture), and death.